Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: the 402452 lead, implanted (B)(6) 1994. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient complaining of dizziness. It was noted that the sensing threshold measurements for the right atrial (ra) lead and the right ventricular (rv) lead were below the normal range. This was chronic per the lead trends. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.